Event description:
It was reported that the doctor says that the patient has never had any benefit from the implant. There is no hearing loss due to surgery and the ap works correctly. Patient underwent a revision surgery in (B)(6) 2010, the fmt has been repositioned, but no benefit was achieved. The patient is a good candidate for vsb: there are no audiological or medical contra-indications for implanting the patient. It is not actually known if there were implant damage during surgery. The fmt is placed onto the round window. According to the CT scan it's perfectly placed. The patient was re-implanted on (B)(6) 2010. During the surgery, it was found that the conductor link had been cut off, just next to fmt. That's the reason why it wasn't working. It can be supposed that during the exploratory surgery, the wire has been cut by the doctor, whilst attempting to re-position the fmt.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.